Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 3 and 4 randomly locking during surgery. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) consulted with customer regarding the issue, and no problems were identified. Accessed the listed drawers using the medication map and confirmed normal operation. Recommended that the supply drawers be removed from the station configuration and left unlocked and verified proper functionality within the application. The system functioned as intended after the field service engineer assisted the customer to reoslve the issue.